Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "false occlusion" was not reproduced. The unit was able to power on, navigate through the screens and run infusions at different rates with no discrepancies. A review of the event history log revealed "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified in the event history log. The cause of the condition was undetermined; however, the downstream occlusion sensor was calibrated due to the alarms in the event history log. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced an unspecified false occlusion alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.